Event description:
It was reported that the right atrial (ra) lead exhibited noise. The noise was reproduced with isometric movements bringing their left arm across the center of their body. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.